Manufacturer narrative:
Follow-up information was received on 21-aug-2014. Case upgraded to incident due to surgery. After insertion, when she reported pain a plain x-ray film was non-diagnostic. The follow-up hsg showed a possibly fractured misplaced device. It had perforated out of the posterior portion of the tube and was sticking into the uterus. On (B)(6) 2014 essure was removed by laparoscopy and right salpingectomy. The removal was medically necessary as she was having pain. No signs and symptoms of infection were noted. During surgery it was noted that the devices appeared to be intact. Not fractured or bent but the introducer end was through the tube and stuck in the omentum. Essure perforated the right fallopian tube and stuck into the posterior portion of the omentum. The patient was recovering from the removal process. She believes that the condition was caused by the essure. No further information was provided. Ptc investigation result was received on 28-aug-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported adverse events are known, possible, undesirable event and not indicative of a quality defect per se. In this particular case also a usability issue and a use error were reported. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a quality deficit based on the available information. The referred usability issue will be subject to post market surveillance monitoring. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) -years old female patient who had essure (fallopian tube occlusion insert) inserted and experienced essure perforated the right fallopian tube and stuck into the posterior portion of the omentum and now pain on right side that shoots down into vaginal area that is felt especially with movement. Both events are listed according to the reference safety information for essure and were considered serious and incidents since intervention was required (essure was removed by laparoscopy and right salpingectomy). Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). Post-operative pain and/or menstrual disturbance or other adverse event may occur as a result. Therefore, a causal relationship between the reported events and essure cannot be excluded. Upon receipt of follow-up information, a previously reported device breakage was excluded, since during the laparoscopic surgery it was noted that the devices appeared to be intact not fractured or bent. Also, non-serious events were reported: tenderness over that area, essure insertion was difficult, unable to cannulate right tube, essure device bent slightly, and pelvic pain. An initial product technical analysis (ptc) was performed, it concluded "unconfirmed quality defect" and noted that hysterosalpingogram images can be misinterpreted as being "broken" or "fragmented." An update of ptc analysis (based on information that no breakage occurred) also concluded "unconfirmed quality defect" and that in summary, there is no reason to suspect a causal relationship to a quality deficit based on the available information. No further information is expected.

Event description:
This spontaneous case report was received from a physician in the united states on (B)(6) 2014. The report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and essure insertion was difficult. Right ostea was covered completely with fluffy tissue. Hcp (healthcare professional) used blunt probe to cannulate the tube (right) and was then able to insert essure. Hcp also said she made several attempts to insert essure in right tube before cannulating the tube. No blood was reported. At time of reporting, patient was complaining of pain on right side that shoots down into vaginal area that is felt especially with movement. Hcp checked her on day of reporting and there was tenderness over that area. Follow up information received on (B)(6) 2014 from physician: on (B)(6) 2014, patient had her scheduled 3 month hsg. It appeared like the right device has broken. The reporter stated that could see the radiopaque marker at the ostium of the right tube and no reflux of contrast thru the tube so appeared the tube was blocked. The question was if it could be trusted because the remainder of the essure has migrated distally from the original spot. Perforation is always a concern but cannot be sure. No further information was provided. Follow-up information was received on (B)(6) 2014. Patients weight and height were provided. Concomitant condition included obesity (bmi (B)(6)). Medical history included nsvb x 2 and incontinence. She had 02 pregnancies and 02 live births. Essure insertion was difficult. It was unable to canulate right tube, fluffy tissue, entered with blunt probe. Essure device bent slightly. The visualization of the tubal ostium was easy. She was not on postpartum. Cervical dilatation (5 mm), sounding (9 cm) and general anesthesia were applied during insertion. Ocp (interpreted as oral contraceptive) was used as back-up contraception. Plain film was done and the results were wnl (interpreted as within normal limits). The patient experienced right pelvic pain resolved at illegible. On (B)(6) 2014 three months hsg was performed and showed fractured device and migration on right. Essure was not removed but removal was planned. Laparoscopic right salpingectomy was planned. No further information was provided. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: a hysterosalpingogram (hsg) is an x-ray test that looks at the inside of the uterus and fallopian tubes and the area around them. During an hsg, a dye (contrast material) is put through a thin tube that is put through the vagina and into the uterus. For essure, a modified hsg is performed using a slow-fill of contrast. The essure confirmation test (modified hsg) is performed three months post-placement to evaluate insert location and fallopian tube occlusion. Hsg films should be reviewed and interpreted by a trained medical professional, such as a physician or radiologist. In many hsg images, only the radiopaque markers located on the micro-insert are visible. In some cases, the micro-insert can be stretched by muscular contractions of the fallopian tube. When viewed on an hsg image, this may contribute to the perception that the device is broken since the distance between radiopaque markers is longer than anticipated; however, the device is not actually broken. Since the remaining parts of the device are not visible, hsg images can be misinterpreted as being "broken" or "fragmented". Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. This case also reported breakage as interpreted per hsg and use error but both of these events are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that hsg images can be misinterpreted as being "broken" or "fragmented" based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) years old female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure essure insertion was difficult, essure device bent slightly, patient complained of pelvic pain, pain on right side that shoots down into vaginal area that is felt especially with movement and there was tenderness over that area. Later at 3-month hysterosalpingogram (hsg) it appeared that the right device has broken and the remainder of the essure has migrated distally from the original spot. Reporter causality assessment was not provided. All the reported events are nonserious except for remainder of the essure has migrated distally from the original spot which was considered serious due to medical importance. The event right device has broken, regarded as a device breakage, is unlisted on the reference safety information for essure and was considered a near-incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The remaining events are non-incidents and listed (apart for tenderness over that area which is unlisted). Single cases have been reported of ess breakage, mainly in difficult insertions or removals, also during essure therapy there is a risk that the device could move out of fallopian tubes, due to an expulsion or migration (distal fallopian tube or peritoneal cavity). In this particular case, the exact date and mechanism of the reported breakage and migration were not known, however given their nature, they were, in addition to the other reported events, considered as related to essure therapy. A product technical analysis stated at the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that hsg images can be misinterpreted as being "broken" or "fragmented". Based on the information available, there is no reason to suspect a quality defect.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.